Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/27/2020. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure. 60 year old female indian. Weight bmi na. Date of the index surgical procedure. On (B)(6) 2020. The diagnosis and indication for the index surgical procedure? Bilateral knee osteoarthritis. On what tissue was the suture used? Capsule of knee. What was used to close the superficial wound during the initial procedure? Subcutaneous vicryl 2/0, skin stapler. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal tissue. The patient experience an infection? No. Did the patient receive any prophylactic antibiotics pre-, intra-op or post-operation? Yes. Preop IV ceftriaxone. Gentamicin washout joint intraoperative. Post operative 3 doses. Other relevant patient history / concomitant medications. Hypothyroidism. What is physician¿s opinion as to the etiology of or contributing factors to this event. Possible first bite on muscles is not strong compare to capsule. What is the patient¿s current status? Last seen patient ok no sign of infection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pck357 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure, date of the index surgical procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was used to close the superficial wound during the initial procedure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the patient experience an infection? If yes, were cultures performed? Results? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra-op or post-operation? Concomitant medications: what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent total knee replacement on an unknown date and barbed suture was used at the joint capsule. The fifth day after the surgery, the patient came back with wound breakdown. Synovial fluid was oozing at the superficial wound surface. The surgeon re-dressed the wound but it was still wet. The patient was admitted and treated with antibiotics. The patient was discharged after two days and has not come back to the hospital yet. Additional information has been requested.